Event description:
The customer contact reported delay in critical therapy following an alarm condition. The tubing set was being used to deliver an unspecified vasopressive drug via a symbiq pump. It was reported that after the tubing set and pump had been "running for sometime", the pump alarmed for distal occlusion. It was reported that the nurse "re-taped the IV, check all lines open, checked by 4 rns, changed the channel on the pump, changed pumps and changed IV tubing." It was reported that approx 45 minutes after the alarm condition was noted, the alarm was resolved after the tubing set was changed. No medical interventions were required. There were no reported adverse pt effects. Although there was potential for serious injury, the customer contact reported there was no reported change in the pt's clinical condition. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).